Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. The CT scan was performed and confirmed that the balloon was decreased in pressure probably due to fluid leakage. A revision surgery has not yet been scheduled. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. A computed tomography scan confirmed fluid leakage from the balloon. A revision surgery has not yet been scheduled. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. A computed tomography (CT) scan was performed and confirmed that the balloon was decreased in pressure probably due to fluid leakage. Three months later a revision surgery was performed, upon explant fluid leakage was found from the top of the balloon. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. A computed tomography (CT) scan was performed and confirmed that the balloon was decreased in pressure probably due to fluid leakage. Three months later a revision surgery was performed, upon explant fluid leakage due to a pinhole was found from the top of the balloon. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected and underwent leak testing. During microscopic evaluation a pinhole was found in the balloon shell consistent with sharp instrument damage. The balloon did not pass leak testing due to the identified pinhole. The pump and cuff were visually inspected and underwent leak testing. Both components passed visual inspection as no damages nor abnormalities were found, and both components passed leak testing. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation as the pinhole on the balloon is consistent with sharp instrument damage most likely occurred during the implant of the device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. A computed tomography (CT) scan was performed and confirmed that the balloon was decreased in pressure probably due to fluid leakage. Three months later a revision surgery was performed, upon explant fluid leakage due to a pinhole was found from the top of the balloon. The device was explanted and replaced. No additional patient complications were reported.